Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lv (left ventricular) lead had been dislodged from the initial implant position some time previous and was fibrosed into place at the approximate position of the cs ostium. Since it was not possible to reposition the lead, it was replaced. No patient complications were reported as a result of this event.